Manufacturer narrative:
A report is being submitted for device evaluation product event summary: the driveline cable associated with ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed discoloration of the outer sheath of the driveline cable, thus confirming the reported event. Based on historical review of similar events, a possible root cause of the reported event may be attributed to multiple factors including, but not limited to, design issues and/or exposure to uv light. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product documentation because of the driveline sheath discoloration. The driveline subsequently tested out of specification during manufacturer¿s analysis. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.